Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma on (B)(6) 2019 and soon after the impact, the parent reported that there was no response from the child anymore.

Event description:
The user suffered from a head trauma on (B)(6) 2019 and soon after the impact, the parent reported that there was no response from the child anymore. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user suffered from a head trauma on (B)(6) 2019 and soon after the impact, the parent reported that there was no response from the child anymore. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suffered from a head trauma on (B)(6) 2019 and soon after the impact, the parent reported that there were no responses to sound with the device from the child anymore. The user has been re-implanted on (B)(6) 2019.